Event description:
It was reported that the patient experienced discomfort at the implantable pulse generator (ipg) belt line site. The patient underwent a revision procedure in which the ipg was repositioned a few centimeters lower to avoid the belt line. The patient is doing well post operatively. The device will not be returned for analysis as it remains implanted.